Event description:
In 2006 the lay user/patient contacted lifescan alleging that the one touch ultra was set to the incorrect unit of measure. The medical affairs specialist spoke with the patient's wife three days later to obtain/verify information. About one week earlier the patient got a "429" on his meter with no symptoms and then took his regular dose of 10 units of novolin n and 10 units of novolin r (based on the meter reading). The patient went to bed and slept pretty well. Around midnight, the patient woke up sweaty and completely out of it. The patient's wife immediately called the emergency services, which arrived within minutes. The emergency services came and performed the following: tested the patient's blood glucose and got "31" mg/dl," gave the patient oxygen, and took the patient to the hospital. The patient was not given any IV (type/dosage unknown) until he arrived at the hospital. The patient's blood sugar was constantly being monitored;however, the patient's wife does not recall the readings. Around 8 am the next day, the patient was released with a blood glucose level around 100 mg/dl. The customer care advocate verified the following: the meter was previously set to the correct unit of measure, the patient did not change the meter settings, and the patient is not using the diabetes software, and the meter is a user-changeable meter. The meter, test strips, and control solution were replaced.